Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08493 & 08843).

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2007 due to unknown reasons. A review of invoice history reveals that the tray and bearing were replaced. It was further reported that patient was revised again on (B)(6) 2014 due to poly wear in which the bearing was replaced.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date. Subsequently, a poly swap has been indicated due to an unknown reason; however, no revision procedure has been reported to date.